Manufacturer narrative:
The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
It was reported that the rental 2nd generation centrimag produced a "system alert s3" alarm. The customer tried to clear the alarm but was unable to do so. The centrimag device was returned to the manufacture for evaluation. The customer was given a new 2nd generation centrimag. This event was previously not reported due to breakdown being identified. It was concluded that it did not contribute to pump stoppage. Abbott made the decision on (B)(6) 2018 to initiate a voluntary recall, therefore this event is being upgraded to reportable.

Manufacturer narrative:
Correction: section d3, g1, and g2.